Event description:
The patient reported byte treatment caused tooth to chipped, malocclusions, and an overbyte.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.